Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens bottom haptic bent and plunger went over lens. The procedure was completed. Additional information requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).